Event description:
Healthcare professional left side capsular contracture, baker grade unknown, and "patient was 17 years old at time of implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for left side device removal as ¿capsular contracture,¿ baker grade not specified. Patient was (B)(6) at time of implant.